Event description:
Pacemaker and lead placed on 4/27/95 for recurrent syncope and asystolic arrest outside of hosp. On 4/28/95, lead was noted to be in right ventricle, neither sensing or pacing. Attempted revision on 4/28/95 was unsuccessful. Helix remained exposed and lead attached to wall of ventricle or tricuspid valve. 2nd attempt @ removal on 5/1/95 also unsuccessful; lead then removed during cardio-pulmonary bypass. Lead was attached to the tricuspid valve; valve repaired and pt subsequently discharged.